Manufacturer narrative:
Date of report: 03jun2021.

Event description:
It was reported that the ventilator was not working when running in high flow therapy (hft). The issue occurred during set up for use. There was no delay of therapy as another ventilator was brought in. The customer troubleshot with technical support and found a proximal line disconnect. Upon a follow up with technical support the customer reported that the issue was not duplicated, and the unit passed all testing. Although requested, no further information was provided.